Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.